Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was difficult to advance through the supplied sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Lot number changed from 3000076716 to 3000075137. The lot number reported was 3000076716, but the product returned and evaluated was from lot number 3000075137. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached backwards. The sheath dilator assembly and step dilator were also returned. The extender and pressure tubing were also returned. An inner lumen kink was found 44.5cm from the iab tip. - the one-way valve was vacuum tested and it held vacuum. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. If the one-way valve was attached backwards during use, no vacuum would be able to be drawn. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was difficult to advance through the supplied sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was difficult to advance through the supplied sheath. The iab was replaced to continue therapy. There was no reported injury to the patient.